Event description:
Ous MDR - this ventricular lead displayed impedances of >2000, causing a pacing failure. It was explanted and replaced. Only the event date was provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. During this analysis, no deviations were noted which might be related to the clinical observation mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.